Event description:
Caller states patient tested 489 mg/dl on patient's own aviva system and 150 mg/dl on clinic's professional inform system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.